Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing despite the pump being in use. Customer's blood glucose level was 145 mg/dl. A pump data review was performed and no issues were identified. Reportedly, the customer was going to continue to use the pump for insulin therapy.